Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the handle, blade trigger, button, shaft, and part of jaws appeared to be intact. Visual inspection of the jaws reveals the top jaw pads was separated from the jaw skeleton and hanging by the wire. Damage to the over mold plastic was observed. A 10x microscope was used to get a closer look at the mold and jaws. The skeleton jaw had a gouge. Most likely jaw grasped something harder than tissue and caused damaged to the jaws. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: grasping on to too much or inappropriate tissue types or staples. Improperly forcing open the jaws of the device. Attempting to remove the device from the trocar with the jaws in the open position. The instructions for use (IFU) state: in minimally invasive surgery, inspect the outer surfaces of the instrument before insertion through the cannula to ensure that there are no rough or sharp edges that could damage tissue. Remove instrument from tray by firmly pulling on the handle. Do not pull on the instrument jaws or cable. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Carefully insert and withdraw the instrument through the cannula to avoid damage to the device and/or injury to the patient. Close jaws using device lever before insertion/extraction in the trocar. - notice ¿ do not turn the rotation wheel when the lever is latched. Product damage may occur. Notice ¿ do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Do not attempt to clean the instrument jaws by activating the instrument on wet gauze. Product damage may occur. Do not clean the instrument jaws with a scratch pad or other abrasives. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that towards the end of the case, the doctor went to cut tissue and the tip of the ligasure fell off. The tip of ligasure stayed hanging on device. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.